Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited the emergency room due to hypoglycemia on (B)(6) 2020 with a blood glucose level of 15 mg/dl. The customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Customer did allege the insulin pump was over-delivering. Customer was using the auto mode. The insulin pump will be returned for analysis.